Event description:
It was reported that the right ventricular (rv) lead had become dislodged resulting in high threshold. The rv lead was capped and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg) implanted: 2013-(B)(6), product ID 559445 implantable pacing lead implanted: 2013-(B)(6), (B)(4).